Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed as it was noted during the heater test with multi-meter shows open heater elements. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not heating. A functional check showed that the heater had failed .biomed requested a quote for the 2000 hour service and a loaner. As per investigator notification received on 07aug2023, it was reported that the l-tube & double l-tubing appears distended/expanded and two tank gaskets lifted from tank when removing tubing from tank. The mixing pump motor bearings shows signs of seizing when shalt is spun by hand. Performed 2000 hours preventive maintenance service on the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not heating. A functional check showed that the heater had failed .biomed requested a quote for the 2000 hour service and a loaner.